Event description:
A malfunction alarm occurred, identified as malf 9, but there was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and the customer successfully reset it without recurrence of the problem. The customer was advised to continue using the pump and to contact technical support if the malfunction code appears again.